Event description:
Providing anesthesia care to an individual. The IV tubing inadvertently became disconnected, thus spilling medications and fluids onto the floor. Fortunately rptr had access to the disconnect site and was able to rapidly change the IV administration set before a possible diasterous pt situation occurred. There have recently been many disconnect situations with baxter interlink system continu-flo set. These disconnects have recently occurred at the male luer lock adapter site - luer locking device will not lock down. The disconnect site the next day occurred between the IV tubing and the male connector on the distal end of the solution set. These disconnect situations are totally uncalled for; an if not corrected, could cause an extremely dangerous pt situation.